Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant procedure, the left ventricular (lv) lead had a progressive rise to elevated threshold measurements. It was noted that the high lv threshold measurements is believed to be caused by migration of the lv lead. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) battery has drained rapidly due to the usage conditions. Reprogramming was done, and a lead revision has been scheduled. The device and lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.